Event description:
The customer reported the system displayed poor image quality. This did not occur during a case and no patient injury was reported.

Manufacturer narrative:
The ge service rep found the kv tracking was good, 62/72/80 kv. Resolution good, 1.9/3.0/4.0 lp/mm. Ii input 4.3 mr/min good. He set the ip kernel to 999, was at 18/35. He set sharpening defaults to 20 down from 40. System operating as designed and within specs.